Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose readings over 400 mg/dl. The customer was trying to do a bolus for breakfast but got a no delivery alarm and a black dot on the insulin pump. The customer was able to clear the alarm and black dot with a reset. The customer treated their high blood glucose with shots. Insulin was able to exit after performing a prime. The customer declined troubleshooting for the high blood glucose because she already has an appointment with her doctor. The customer will not return the device for analysis.